Manufacturer narrative:
Unit failed displacement test, 4.1 units remaining on the status screen, followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unit was received with cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the insulin pump was damaged at the battery compartment. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.